Event description:
It was reported, the customer's drive support cap was popping out while priming. Customer's blood glucose was 534 mg/dl. The customer stated they will be taking a manual injection to treat their blood glucose. The customer was also unsure how their drive support cap became damaged. Customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, cracked end cap, minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.